Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 157 mg/dl at the time of the call. The customer stated that their sensor glucose was 150 points off their blood glucose levels and that they never received any calibration alarms from their insulin pump. The customer's pump went into a threshold suspend and stopped delivering insulin. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed continuity resistance test, sensor passed per specifications. Performed bicarbonate buffer test. Sensor passed with accurate readings. Unable to confirm blood at site complaint due to customer did not return needle, sensor only.